Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's 15 mm connector disconnects unexpectedly. Patient had to be reintubated using a different et tube.